Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during an unspecified surgical procedure the vapr coolpulse90 electrode device was found to be faulty. It was reported that the suction performance could not be established and had to be replaced during the operation with another like device. There was a delay of several minutes reported due to test on the suction device which functioned without any issues, indicating the problem was with the electrode. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: d9, h6: the actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the product was returned to depuy synthes for evaluation. Visual inspection of the returned device signs of usage on its overall surface. Biological matter was observed on the device. Manufacturing investigation result for vapr tripolar 90 suction elect: the device was not returned in its original packaging, shelf-carton box only. The tip is used, tissue debris inside the active tip. Handle assembly condition is used, handle halves covered with blood. Cable and plug condition is used, procedural residue visible in suction tube. Suction valve received in closed position. Electrical checks: the device passed all parameters. Functional checks: the device failed flow rate test before and post activation. Our investigations show that the fault experienced by the end user is confirmed and can be attributed to procedural tissue debris. The overall complaint was confirmed as the observed condition of the vapr tripolar 90 suction elect would have contributed to the complained device issue. Based on the investigation findings, the potential is traced to procedural variables, such handling of the device or product interaction during procedure; as per the instructions for use; do not allow the electrode to become covered in tissue debris. If this occurs, use a new electrode. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device and no non-conformances were identified.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: corrected data d1, d4, g4, h4: the device brand name, catalog number, UDI, expiration date, 510(k) number and date of manufacture have been updated.